Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the subject was admitted to the hospital for elective debridement of an outgrowth of tissue at the driveline exit site which was noted at a routine clinic visit. Patient stated that it is constantly rubbing against his clothes with intermittent discharge. The drainage was cultured and results showed staphylococcus aureus. Patient is on cephlaxin and it was reported that this was resolved on (B)(6) 2020.